Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture and activation failure including expansion failures was not confirmed as a tear was noted on the shaft proximal to the guidewire exit notch. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the graftmaster was going to be used to treat an extremely large hemangioma with little bleeding, not an active perforation. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation directly caused or contributed to the event. In this case, it is possible that the severe anatomical conditions of the patient may have contributed to the noted torn shaft during advancement of the device, ultimately causing the leak; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 99% stenosed, de novo lesion in the distal right coronary artery (drca). A non-abbott atherectomy device caused an extremely large hemangioma and oozing for the patient, after which a 2.8x26mm graftmaster covered stent was advanced to the hemangioma; however, the balloon completely failed to inflate and blood was noted in the lumen. The stent could not be deployed and a balloon rupture was suspected. The graftmaster was removed without issue and a 2.8x19mm graftmaster covered stent was used to successfully treat the patient. There was no adverse patient sequela. No additional information was provided.